Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not start. Upon troubleshooting, rse instructed the customer to perform restart, and the system was fully functional after the second restart. Later, the issue reoccurred, and philips field service engineer (fse) replaced the suite pc in that work order. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.